Event description:
It was reported that a small volume infusor had a ruptured bladder. This was observed during filling. The device was filled with 50 cubic centimeters of saline (non-baxter product). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured september 30, 2013 ¿ october 1, 2013. The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection revealed a marking on the exterior surface of the bladder near the rupture line. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.